Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the ivc.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the ivc (inferior vena cava). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned that an ivc perforation occurred. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the ivc. The following additional information was received per the patient¿s implant records: the patient had a history of hypertension, obesity, bariatric surgery at the time of filter implant, the patient presented 3 days post bariatric surgery with increasing shortness of breath. Pulmonary thromboembolism was suspected. The filter was implanted in the infrarenal inferior vena cava during a bilateral pulmonary arteriogram. During the arteriogram, it was noted that there was a small to moderate-sized left pleural effusion and findings were consistent with small pulmonary thromboemboli in third order branches bilaterally. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately fifteen years and five months post implantation. The patient reports that the filter has multiple struts protruding outside of her vena cava wall into her retroperitoneum.

Manufacturer narrative:
Concomitant medical products: 7fr standard sheath 150cm .035¿ non-cordis guidewire 7fr non-cordis pigtail catheter. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the ivc. The following additional information was received per the patient¿s implant records: the patient had a history of hypertension, obesity, bariatric surgery. At the time of filter implant, the patient presented 3 days post bariatric surgery with increasing shortness of breath. Pulmonary thromboembolism was suspected. The filter was implanted in the infrarenal inferior vena cava during a bilateral pulmonary arteriogram. During the arteriogram, it was noted that there was a small to moderate-sized left pleural effusion and findings were consistent with small pulmonary thromboemboli in third order branches bilaterally. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately fifteen years and five months post implantation. The patient reports that the filter has multiple struts protruding outside of her vena cava wall into her retroperitoneum. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned that a perforation occurred. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.